Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device. The patient is claiming previous unit, as well as replacement caused breast cancer. Reword: in addition, the patient reported that she is receiving radiation and taking an estrogen inhibitor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a repaired dream station auto CPAP device. The patient is claiming previous unit, as well as replacement caused breast cancer. Reword: in addition, the patient reported that she is receiving radiation and taking an estrogen inhibitor. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during evaluation secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation twelve errors were obsreved. Evaluation method code, evaluation results code and conclusion code grid has been updated.